Manufacturer narrative:
The reported oad was returned for evaluation. The device was found to spin during all speeds with abnormalities observed. There was no damage observed with the device which would have contributed to the reported event. During testing, the oad functioned as intended with no anomalies noted. The guide wire used during the procedure was not returned for evaluation, so it could not be determined if it contributed to the reported event. At the conclusion of the device analysis, the root cause of the reported event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), it was reported that patient complications occurred. The target lesions were heavily calcified and located in the superficial femoral artery. The lesions were treated using the oad at low and medium speeds. The patient presented with shortness of breath and the patient status began to decline. A rapid response team was implemented and the procedure was aborted. The patient was admitted to the hospital following the procedure and the current status of the patient is unknown.